Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-88, lead, implanted (B)(6) 2010; d224trk, ICD, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported the patient received inappropriate shocks due to a right ventricular lead fracture. The lead was oversensing noise and a lead integrity alert was triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.